Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was dropped onto ceramic tile floor and the lcd screen became cracked in two places. The customer's blood glucose was 140 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. The customer also stated she had run a high pressure test on the insulin pump and received a no delivery alarm at 4.8. Nothing further was reported.